Event description:
It was reported that the patient's atrial lead exhibited noise oversensing causing inappropriate mode switches. No interventions were performed. There were no patient consequences.

Event description:
Additional information received noted that the event was observed remotely.